Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these issues: all the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). All the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling for the reported events of gel leak, detachment of device component and difficult to deploy: "precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Health care professional instructions if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle."

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc, the healthcare professional had the ¿needle disconnect, ¿product landed on [patient's] cheek¿ and product ¿was hard to push out.¿ there was no reported injury. Packaged needle was used and product was "stored in a closet at a temperature of 70 degrees."

Manufacturer narrative:
Device analysis: no defect was observed.

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc, the healthcare professional had the ¿needle disconnect, ¿product landed on [patient's] cheek¿ and product ¿was hard to push out.¿ there was no reported injury. Packaged needle was used and product was "stored in a closet at a temperature of 70 degrees."